Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing symptoms of dizziness and weakness presented in clinic for routine follow-up. The pulse generator could not be interrogated and there was no magnet response; premature battery depletion was suspected. The device was explanted and replaced. The patient's condition was stable during and post procedure.